Event description:
It was reported by the (B)(6) study that during impedance testing loss of capture on the ventricular lead was noted. The patient had also switched to unipolar configuration on the ventricular lead. The device was reprogrammed, but the patient also had an x-ray. It was determined that the lead was not in the device header all the way. The patient underwent a procedure to re-insert the lead into the header. The lead and device remain in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were indications that the lead may not have been fully seated in the header.